Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1906 captures the reportable event of modified surgical procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to treat cholangitis during a endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported the axios device first flange failed to deploy. With forceps the catheter was advanced, and a current was applied to perform the puncture but once the yellow stopper was removed to release the lock, it was not possible to move the grey flange upwards. Since the puncture was already underway, and to prevent bile from leaking into the abdominal cavity, the catheter was immediately withdrawn, and the procedure was terminated by switching to percutaneous gallbladder drainage. Additionally, it was reported that the procedure was extended 15 to 20 minutes. There were no patient complications reported as a result of this event.